Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr was stuck on the vessel. Two 1.50mm rotalink plus and a rotawire were selected to treat the target lesion located in the left anterior descending artery (lad). During the procedure, the physician attempted to advance the rotalink onto the rotawire; however, the rotawire would only get to a certain point and would not feed completely through the advancer. The advancer was removed off of the wire and was replaced with another 1.50mm rotalink plus which was able to load successfully to the rotawire. While the rotablation was done, it was noted that the burr stalled in the vessel and "hung up". The physician administered 100mcg of coronary nitro. The physician was able to remove the device after a couple of minutes by just pulling the device gently. The procedure was completed with this device. Three stents were then placed into the patient and the vessel was post dilated. No further patient complications were reported and the patient's condition is fine.